Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level related to the reported issue. Reportedly, the customer reloaded the cartridge and resumed insulin therapy.